Manufacturer narrative:
The unit was requested back for evaluation, but has not been returned.

Event description:
It was reported to nellcor puritan bennett on 10/25/2005 from a biomedical engineer that following the speaker upgrade the unit provided no audio. There was no patient harm.